Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 3:47:41 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:02:43 pm. On (B)(6) 2020, at 10:14:24 am, user made a bolus request of size 15 units, by overriding the bolus size, while still having insulin on board (iob). Making bolus requests while overriding the bolus size and still having iob could lead to a low bg event. On (B)(6) 2020, at 12:24:33 pm, user made a bolus request of size 7.5 units, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.